Event description:
This is a spontaneous report by a nurse from (B)(6) of poor hand technique, fever, and peritonitis coincident with dianeal therapies. On an unreported date, the patient used poor hand technique. On an unreported date, the patient had a fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy drain. On (B)(6) 2012, the patient was hospitalized for peritonitis. On an unreported date, the patient was treated with vancomycin and amikacin (doses, frequencies, and routes not reported). The cause of the peritonitis was poor hand technique. On (B)(6) 2012, retraining was started on hand technique and proper handling. On (B)(6) 2012, the patient was discharged from the hospital with ongoing antibiotic medications as the patient's drain was still cloudy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for a report of use error - breach in aseptic technique is confirmed because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since it is uncertain why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, a follow up report will be submitted.